Manufacturer narrative:
(B)(4). Date sent: 1/25/2022. H2: additional information received: were trocar cannula's only cracked? Or did any pieces break off of trocars? Did any pieces fall into patient? If so, were all pieces retrieved? Was there any patient consequence? All answers above are unobtainable. Once there is any update, we will update the information.

Manufacturer narrative:
(B)(4) date sent: 2/24/2022 h2: additional information received: there was only one device of issue on this complaint. Due to the additional information above stating only one device had issue, the medwatch for this one device of issue has already been reported under manufacturer report number 3005075853-2021-07921. See all complaint information in initial and follow up reports on 3005075853-2021-07921. Upon review of the additional information provided, it was concluded that this event no longer meets the FDA defined criteria for a reportable event and is now being considered not reportable for 3005075853-2021-07923 . H11=corrected data=h1 h1: type of reportable event is now not reportable for 3005075853-2021-07923 due to the additional information received (see h10 for additional information). Upon review of the additional information provided, it was concluded that this event no longer meets the FDA defined criteria for a reportable event and is now being considered not reportable for 3005075853-2021-07923 .

Event description:
It was reported that during the endoscopic lobectomy, noted that the device was damaged. The surgeon stated that there was no collision with other instruments. It is unknown how procedure was completed. Patient consequence was not reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: were trocar cannula's only cracked? Or did any pieces break off of trocars? Did any pieces fall into patient? If so, were all pieces retrieved? Was there any patient consequence? An analysis of the product could not be performed since a physical sample was not received for evaluation. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.